Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered. Concomitant medical product: 5076-45 lead implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular lead had fractured as there was high pacing impedance and oversensing. During the extraction procedure when the df4 connection was cut, the pace/sense conductor came out of the lead body confirming the lead fracture. The patient is noted to practice yoga daily with frequent reaching behind back with both arms. The lead was removed and not replaced due to physician wanting to perform cardiac MRI. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.